Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 ventilator was returned to a third part service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device failed an active exhalation control module system pre-test during testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing and was returned to service. The suspected 3- way solenoid valve and proportional valves were both returned to the manufacturer product investigation lab (pil) for an active exhalation verification test failure at service. If any additional information is received, a follow-up report will be filed. New information: the suspected 3-way solenoid and proportional valve was returned to receiving inspection quality lab (riql) for an active exhalation verification test failure at service. This failure is being further investigated. No further evaluation of this part is required at this time.

Event description:
The trilogy ev300 ventilator was returned to a third part service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device failed an active exhalation control module system pre-test during testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing and was returned to service. The suspected 3- way solenoid valve and proportional valves were both returned to the manufacturer product investigation lab (pil) for an active exhalation verification test failure at service. If any additional information is received, a follow-up report will be filed.